Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a vt episode, ventricular events were undersensed. Programming changes were made. Patient condition has continued to deteriorate. The patient has had multiple procedures including ablations to address his condition.